Event description:
Pt experienced a sternal wound infection with underlying osteomyelitis following bypass surgery in 2001. Reports indicate that pt did well initially following the surgery, but developed abscesses along the suture line starting 3 weeks later. This was characterized by a draining sinus. On that day, the remaining absorbable sutures were removed from their sternum and upper thigh. Reportedly, 2 weeks following the original surgery the pt also experienced a draining sinus from their thigh wound. The abscess was debrided and they continued to do well unitl 1 wk later when they noticed increasing discharge from the upper third portion of the sternal incision. They were taken to the operating room for an I&d and removal of the sternal wires. The wires removed are described as figure of eight wire that was just below the granulating tissue surface that had been closed in interrupted mattress fashion and was removed to "remove any retained foreign body." The wound appeared exceptionally clean at that time. They were started on IV vancomycin, but cultures indicated a methicillan sensitive s. Aureus and they were changed to IV nafcillin for sternal osteomyelitis via PICC line at home. Lab findings later that month include wbc of 5.6 sternal wound bed was treated with daily wet to dry dressings then they were started on hydogel dressings daily.